Event description:
The following info received via litigation: during the course of having dialysis and intravenous through a shiley double lumen hemodialysis tubing became disconnected from the catheter and it would appear that the tubing was not properly connected to the catheter. No further info available. ***9/23/99 further info: "there was one catheter being used for both a venous line and for dialysis and following a dialysis treatment the same being reconnected causing the client to suffer a substantial blood loss."